Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: addr01, ipg, implanted: (B)(6) 2013.

Event description:
The lead was returned to the manufacturer with no information, analyzed, and tested out of specification. Follow-up was conducted to obtain further information about the lead but attempts were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.